Event description:
Device was returned for repair as the device was vibrating during use.

Manufacturer narrative:
During pre-repair assessment performed by a technician, functional testing was performed and revealed damaged components. This was attributed to faulty maintenance. The device was repaired and returned to the customer on (B)(6) 2013.